Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; asr xl system - right hip; reason for revision: unknown.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right hip, asr xl system, reason for revision unknown see below. Update received may 24th, 2013. Hospital, acetabular cup details added. Lot numbers added. Revision date amended. Update received june 4th, 2013. Reasons for revision, stem, additional hospital, patient ID added. Reason(s) for revision: pain, noise, elevated cobalt and chromium levels. Update 20 feb 2015: rec'd legal letter from (B)(6), com marked as legal, patient's name, sex and dob. Exp/man dates for all products, man facilities, common/brand name, amended all reasons for revision, all mw fields. Sm 5 mar 2015 update 11 mar 2015: added previously missed info - patient's name, sex, dob. Sm 11 mar 2015

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right hip, asr xl system, reason for revision unknown. Update received may 24th, 2013. Hospital, acetabular cup details added. Lot numbers added. Revision date amended. Update received june 4th, 2013. Reasons for revision, stem, additional hospital, patient ID added. Reason(s) for revision: pain, noise, elevated cobalt and chromium levels. Update 20 feb 2015: rec'd legal letter from (B)(6), com marked as legal, patient's name, sex and dob. Exp/man dates for all products, man facilities, common/brand name, amended all reasons for revision, all mw fields. 5 mar 2015.